Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the malfunction issue. The customer was able to continue using the pump and was advised to contact support if any further malfunctions occurred.